Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert indicating a bluetooth communications error that persisted through multiple restarts, leading to determination that replacement was needed and the device was no longer water resistant, with guidance to maintain backup therapy and sync data before shutdown. No reported symptoms or impact to blood glucose. Outcomes included no hospitalization, no injury, and continued cgm data reception. Investigation included user troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.